Event description:
It was reported that, during a thr, the screw of a trl 32mm 20 deg ant +4 50-52 e popped out after tightening liner trial. No pieces fell into patient. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirms the screw is missing from the device, rendering the device inoperable. The device shows signs of significant wear and use. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device was missing a component and it could not fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Misassembling after reprocessing or rough handling are potential factors that may have contributed to the reported event. Additionally we recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.